Manufacturer narrative:
Product event summary: analysis found a sensing failure caused by a variable resistor for sensing. The main printed circuit board (pcb) was replaced. It was also noted that the lower case was cracked. The lower case, serial number label, washer, battery contact, o-ring, and high rate contact block were replaced. The device was also opened, inspected and cleaned. The pacing output, sensing sensitivity, rate and internal circuit were calibrated, then functional test and performance test were performed by test console. Normal operation was confirmed. Service label was attached.

Event description:
It was reported that when the external pulse generator (epg) was being used on a patient, no sensing was found. Sensitivity was adjusted and the cable was replaced, however the issue persisted. Another epg was used instead and sensing was confirmed. It was requested that the epg be inspected. The epg was returned for servicing. No patient complications have been reported as a result of this event.